Event description:
On (B)(6) 2024 at approximately 1905, the machine generated a red alarm stating "equipment failure" and brought the pump to a standstill. It did not generate an error code, list a specific problem, or offer troubleshooting steps. It also disabled the ability to return the blood. The patient had to be disconnected from the circuit and lost the blood volume in the filter. Baxter technical support was called to advise them of the problem. They requested that I report it to our bio med team to have them inspect the machine. I called the bio med team and their representative stated that he would come to inspect the machine in the morning ((B)(6)).